Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure the tissue pad fell from the instrument.